Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to pair the pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on motorola moto g power (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software did not adhered to the specified requirements and did not performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisortimeout errors thrown by os, supervisortimeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise, leading to automatic disconnection with pump or an error message. This issue has been reported multiple times, affecting operational efficiency and causing disconnection in the pairing process. This issue is confirmed. After through investigation on supervisortimeout errors, we found that during the pairing process, the mobile device sent incorrect data in response to a request for specific bluetooth information (known as gatt characteristics) resulting in supervisortimeout. The esf number that corresponds to the reported issue is: (B)(4). This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect. Please instruct the customer to approve the pairing in the system os popups, and not move the application to the background during the pairing procedure. Disable battery optimization for the mmm app: long tap on the mmm app icon, app infobattery saver, no restrictions. Clear all previous pump bluetooth connections in bluetooth settings: open settings, tap connections, tap bluetooth, tap the options icon next to the device (pump) you want to unpair, tap unpair, confirm on the popup. Restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby). The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.